Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7074811. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7074793.

Event description:
It was reported that the patient experienced inadequate stimulation and an increase in their pre-existing lower extremity pain. The physician assessed that the patient required an additional lead to cover their pain area and the patient underwent a procedure to add a lead. The patient is doing well post-operatively.